Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that on (B)(6) 2017 during intra-aortic balloon (iab) therapy blood back run was seen in the catheter tube and there was a balloon leak. The iab was removed and therapy was discontinued. It was noted that difficult to remove due to calcified lesion. There was no patient injury or harm.

Manufacturer narrative:
A portion of the iab was returned along with the extender and pressure tubing. Dried blood was visible on the interior and exterior of the catheter and extender tubing. A portion of the device part of the catheter tubing and the membrane) was cut from the device and not returned. An underwater leak test of the portion of the device that was returned (the catheter, y-fitting, extracorporeal, pressure and extender tubing) was performed but no leak was detected. The iab and catheter extender having dried blood internally confirms the reported leak. Due to the condition of the returned device, we are unable to determine where or how this may have occurred since the portion of the product that was returned performed according to specification and no leak was located. We were unable to confirm the reported difficulty to remove the iab from the patient since we are unable to mimic the clinical setting. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # (B)(4); record # (B)(4).

Event description:
It was reported that on (B)(6) 2017 during intra-aortic balloon (iab) therapy blood back run was seen in the catheter tube and there was a balloon leak. The iab was removed and therapy was discontinued. It was noted that difficult to remove due to calcified lesion. There was no patient injury or harm.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. We continue our efforts to follow up with the customer for its return. (B)(4).

Event description:
It was reported that on (B)(6) 2017 during intra-aortic balloon (iab) therapy blood back run was seen in the catheter tube and there was a balloon leak. The iab was removed and therapy was discontinued. It was noted that difficult to remove due to calcified lesion. There was no patient injury or harm.